Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear st upn: (B)(4), model: sc-2218-50, serial:(B)(4), batch: 5103150.

Event description:
It was reported that the patient experienced abdomen stimulation. It is believed that patient experienced this due to scar tissue. The patient underwent a lead revision procedure where the leads were repositioned. The patient is doing well post-operatively.